Event description:
Inr 4.2 with protime system vs. A 2.5 inr with a second protime system. Patient therapeutic inr range: 2.3 - 3.3. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures. Manufacturer method- no product returned from user facility. Manufacturer results- customer complaint could not be confirmed.